Event description:
It was reported that "on (B)(6), 2026, at 23:10, an arterial line was inserted by nursing staff in the ICU. The progress note from (B)(6) 2026 at 06:54 documented hypoperfusion and distal coldness in both extremities, more pronounced on the right side; these findings were reported to the charge nurse. Signs of distal hypoperfusion were observed, with pedal pulses present and delayed capillary refill. On (B)(6) 2026 at 06:42, following an explanation to the patient and under aseptic technique and biosafety protocols, the right brachial arterial line was removed. The insertion site showed no signs of infection, although edema and ecchymosis were present in the limb. Fixation sutures were removed without complications, the arterial catheter was extracted, and digital pressure was applied for three minutes." The device was replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).